Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 3004209178-2011-83618, mfg report 2 of 2, medwatch report # 3004209178-2011-83619.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was receiving several no delivery alarms. It was stated that the customer was treated with manual injections. Troubleshooting was performed. The bolus and basal were matching with the daily totals. Programmed a bolus and the insulin exited and it was registered in the bolus history. It was stated that the customer was involved in a car accident. No further information was provided.